Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that a minimum fill notification occurred during the load sequence. The customer's blood glucose was 106-167 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude alarm issue was verified, but the minimum fill issue could not be verified.